Manufacturer narrative:
510k: this report is for an unknown cfx screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2020, the tip of the screwdriver broke off while tightening a cfx screw. The tip of the screwdriver got stuck in the screw head, and was unable to be removed. It remains implanted. No revision necessary. Surgery completed successfully with surgical delay of fifteen (15) minutes. No adverse patient harm. Concomitant device reported: xpdm quick-con si poly scwdrvr (part # 279712400, lot # mi27424, quantity 1). This report is for one (1) unknown cfx screw. This is report 2 of 2 for complaint (B)(4).